Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional graftmaster is being filed under separate medwatch report. The graftmaster stent delivery system (sds) and its packaging were not returned; therefore the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the device history record for this lot was conducted and all labels indicated an expiration date (use by date) of 30/september/2011, which is 3 years from the date of manufacture (30/september/2008). This confirms that the product was labeled correctly, and based on the reported information the product was used approximately 1 month past the labeled expiration date. The graftmaster instructions for use (IFU) states: use the device prior to the use by date specified on the package. A review of the device history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for use after expiration. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that two graftmaster stent implants were deployed in a patient for treatment of a rupture of the saphenous vein graft. The stents were used even though it was noted they had expired, as the patient required emergent treatment. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.